Manufacturer narrative:
(B)(4). The customer reported the battery is not being recognized in the device. The device was evaluated at philips and the symptom was verified. The control pca was found to be defective, and the device also had leaky capacitators on the power pca. The customer decided not to repair the device. The device was returned to the customer without repair. We are unable to determine a cause of the malfunction because multiple parts would have been replaced to resolve the issue.

Event description:
The customer reported the battery is not being recognized in the device.